Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate lv 100 device with a missing sterility cap was confirmed during product evaluation as a missing fill port cap. This condition was caused by the device being incorrectly assembled during manufacturing. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy device was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, the procedure was briefly stopped because the forceps were not working properly. The forceps would not open or move while attempting to obtain more specimens at the gastric site. The doctor removed the endoscope and biopsy forceps in tandem from the patient. The tip of the device was sticking out of the scope as they removed the scope from the patient. After removing the endoscope and forceps from the patient, it was noted that the clevis arms were sticking out more than normal and the jaws were locked. The physician used hemostats to manually force the forceps open. The sample was released and the forceps were removed from the scope. The case was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to baxter (B)(4) that an intermate lv 100 device was found to be missing a sterility cap. Therefore, the sterile fluid pathway was breached. This condition was discovered before use. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.